Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was extensive damage to the modular cable, and the site planned to replace. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. Additional information was provided on (B)(6) 2025 that the modular cable was exchanged. The modular cable damage was noted to have wires exposed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extensive damage to the modular cable was unable to be confirmed. The submitted log files were reviewed and contained relevant data spanning 29jun2025 ¿ 10jul2025, per timestamps. All of the captured data appeared to show the modular cable operating as intended. The pump operated at the intended speeds without issue while connected to the driveline. The heartmate 3 vad modular cable was not returned for analysis. Provided information stated that a mod cable wire was exposed, the mod cable was exchanged, and no products were returning to abbott. No photos or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system (lvas) patient handbook are currently available. The heartmate 3 IFU, section 6, cautions the user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 IFU and heartmate 3 patient handbook, sections entitled ¿safety checklists¿, instruct users to inspect the driveline for damage daily. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.